Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. Unrelated to the reported event, the company service representative replaced the illumination module and the host module. The system was then found to perform as intended. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to have no problem; therefore, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented error with fluidics are exchange module. The procedure details and patient impact were not provided. Additional information has been requested. Additional information has been received clarifying that the event happened during calibration and the console presented a system message. The procedure was completed by replacing the console with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).